Event description:
The patient and reporter contacted animas on (B)(6) 2014 reporting that back in (B)(6) 2013 the patient¿s blood glucose (bg) levels was high as 550mg/dl with exhaustion. The reporter and patient stated that the basal settings were found to be .800 u/hour instead of 1 u/hour. Customer support (cs) explained that these settings will not automatically change and the reporter agreed. The reporter stated that after hcp returned them to 1u/hr for all, the patient¿s bgs improved for a couple of days. The time and date were set correctly. This report is being made due to the patient¿s hyperglycemic event that resulted from incorrectly setting basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (incorrectly setting basal rates).